Event description:
It was reported via clinic notes that the patient had hoarse voice after the vns was turned on after surgery, and it was noted the patient had vocal cord paralysis. Further follow up was attempted however information was received from the physician that the patient's was doing well now and there was no intervention taken at the time of the report and vocal cord paralysis and no surgical intervention reported to date for the vocal cord paralysis. No additional relevant information has been received to date.